Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the invalidate home function could not finish. The rotor was not in the home position. In the rotor alignment hole the orange marking was visible.a manual rotor alignment was performed. Invalidate home was performed. The system returned to functionality. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the door looked mechanically closed, but the pendant showed the door as open. No patient present.